Event description:
A pt reported experiencing inaccurate high results with a sse meter. The pt's blood glucose results were 253mg/dl, 101mg/dl. Tests were done within 10 mins with a difference of 76%. Pt did not experience any adverse events. No further info has been reported. Note-customer cleaning meter with alcohol.